Event description:
It was reported while unloading a patient from the ambulance, the stretcher allegedly did not engage with the safety hook and the head end of the stretcher lowered to the ground. The patient was unharmed and remained restrained to the stretcher. No injuries were alleged.

Manufacturer narrative:
The customer did not make the stretcher available for evaluation; however, they did advise that their internal technicians evaluated the stretcher following the reported incident and no issues were found and the stretcher was returned to service.

Event description:
It was reported while unloading a patient from the ambulance, the stretcher allegedly did not engage with the safety hook and the head end of the stretcher lowered to the ground. The patient was unharmed and remained restrained to the stretcher. No injuries were alleged.